Event description:
It was reported that the patient developed a systemic infection resulting in endocarditis. The patient received antibiotic treatment and the implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 implantable pulse generator (ipg), (B)(6) 2011. (B)(4).